Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 40-50 mg/dl range. Customer had atrial fibrillation with his heart rate up to 180 beats per minute and a low blood glucose. The customer was wearing the pump at the time of hospitalization. He was released on (B)(6) 2017. Customer also mentioned having keypad issues, sometimes the insulin pump does not allow him to enter the numbers correctly. Customer was advised to discontinue use of the pump and revert to a backup plan per healthcare provider's instruction. The insulin pump will be returned for analysis.